Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument associated with this complaint, and a failure analysis (fa) investigation was completed. Fa replicated and confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormally sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the surgeon was using a fenestrated bipolar forceps instrument to control bleeding while dissecting the tissue between the kidneys, and they observed that the coagulation seemed weak. The instrument was checked, and an unspecified wire appeared to be cut in half. The instrument was docked again, and they successfully used the instrument to control the bleeding at hand. Then the instrument was checked again, and the staff confirmed that an unspecified wire on the instrument was broken in half. Per the reporter, there was no loss of cautery and no signs of thermal damage at the site of the insulation damage. It took 5-10 minutes to obtain a back-up device, and the procedure was successful completed. There was no blood loss as a result of this issue, and no clinical deterioration due to a delay in hemostasis. The instrument was inspected prior to use, and no damage or anything out of the ordinary was observed.